Event description:
A pt reported blood glucose results of 120mg/dl, 123mg/dl, and 129mg/dl with a lifescan meter, performed with 10 min of each other. Based on statistical methodology, the calculated difference of these glucose results did not exceed the expected value of <=20% and/or <=20mg/dl. A result of 98mg/dl was obtained on a freestyle meter. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep walked the pt through 2 control solution tests and both tests failed. The test strips were in good condition. Based on the troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's test strips and meter were replaced.